Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - single port the needle was difficult to disengage and leakage occurred. 1st of 2 events. The following information was provided by the initial reporter, translated from chinese to english: venipuncture was performed on the patient, the jacket hose and the needle core could not be separated, and the jacket hose of the indwelling needle leaked.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - single port the needle was difficult to disengage and leakage occurred. 1st of 2 events. The following information was provided by the initial reporter, translated from chinese to english: venipuncture was performed on the patient, the jacket hose and the needle core could not be separated, and the jacket hose of the indwelling needle leaked.